Event description:
It was reported by the patient that the pod experienced a thermal event while wearing the device between 36 and 48 hours. The patient reported hearing the pod making a clicking noise. When she looked at the pod, the cannula was dislodged, and a side of the pod appeared to be melted. No impact on the patient's blood glucose levels was provided, nor was medical treatment required. The patient reported they were not doing anything specific at the time the issue occurred. The device is unavailable to be returned, as the patient no longer has it.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1. Smartphone operating system: up1a.231005.007.s918usqs6cyb3. Smartphone hardware: sm-s918u. Cgm sensor type: g7.